Manufacturer narrative:
No investigation could be conducted on the complaint device as it was not returned. However, there will be an investigation conducted based on the info provided. The results will be provided in an update.

Event description:
The dentist stated that the implant was placed on (B)(6) 2013 with no issues. On (B)(6) 2012 the dentist noted bone loss and the implant was removed.